Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex clear soft seal cuff tracheal tube leaked air from the cuff two weeks after indwelling the product in the patient. No adverse patient effects were reported.

Manufacturer narrative:
One portex® soft seal® cuff tracheal tube was returned for analysis in used condition. No discrepancies were noted upon visual examination. Functional testing was performed by inflating the cuff with a syringe; leakage was observed coming from the seal of the cuff. Relevant documents were reviewed and deemed adequate. An audit of training records, line clearance records and tracheal manual flow line were performed and deemed adequate with no discrepancies. Tracheal inflation line and leak tests were performed on thirty two (32) units from the production floor with no discrepancies or leaks. Based on the evidence the complaint was confirmed. The most probable root cause is manufacturing; production personnel did not follow the inspection instructions or the instructions are not clear in the welder process.